Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone and suggested testing the device on a test lung to try to duplicate the error.

Event description:
It was reported that the ventilator had a communication issue. The ventilator was not on a patient at the time of the event. The customer reported to have reseated the graphical user interface (gui) to breath delivery (bd) cable and the alleged condition could not be duplicated.